Event description:
During the atrial fibrillation ablation procedure, when the sheath was inserted into the right atrium, the rv catheter (model: ibi-81521) was inserted into the sheath, after the septal puncture was performed and the ring catheter (a non-abbott product) was inserted, a blood leak was noted from the hemostasis valve. There was no movement of air into the patient¿s body. No additional venipuncture or septal puncture was performed when the introducer was replaced. No particular resistance was observed when a dilator was first inserted into the sheath hemostasis valve. The dilator was inserted into the sheath before insertion of the transseptal needle, and it was used correctly as per the procedure. The only devices inserted directly into the hemostasis valve were the included dilator, the rv catheter (model: ibi-81521), and the ring catheter (a non-abbott product). The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal remains unknown.